Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) no anomalies were found. Both wired and wireless telemetry were confirmed good during analysis.

Event description:
It was reported that before implanting the device, the rep performed an interrogation of the device. It took several minutes to display the quick look screen (normally less than 20 seconds). It was very slow to program parameters of the patient information screen. It was impossible to perform a charge of the condensator and when this command was issued, the telemetry was lost. This issue was reproducible with conexus wireless telemetry or with programmer head telemetry. The device was not implanted. No patient complications were reported as a result of this event.